Event description:
The company was informed that the patient experienced an infection. The patient's symptoms were redness, swelling, and yellow secretion at the incision site. The patient was treated with amoxicillin and clavunato for seven days followed by another treatment of cefuroxin for fourteen days. The patient was hospitalized and was given intravenous ceftriaxona for twenty-one days. The patient's device was explanted. During the explant surgery, the implant surgeon observed extrusion of electrodes as well as bone growth and total ossification of the bed. The patient will continue to be monitored by the center.